Event description:
It was reported via repair work order that the bed is drifting down when raised. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed is drifting down when raised. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted to indicate the customer stated they could not duplicate the event of the lift drifting and put the unit back into service prior to an evaluation being performed. Customer returned bed to service prior to evaluation.